Event description:
Doctor was using a vessel sealer (lot#: l81221120) for the patient's hysterectomy. During the case we noticed that a spring/piece of metal was sticking out of the vessel sealer. We exchanged the vessel sealer for a new one and contacted a da vinci representative.